Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and analyzed the fault log, performed full calibration and tested the unit on a test circuit. The fse found no issue with the iabp, and confirmed that it worked to manufacturer specifications. The iabp was returned to clinical use.

Event description:
Customer reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a gas line leak. No patient death, injury or adverse event was reported.